Manufacturer narrative:
Date missing in emdr fup #2. The date was (B)(6) 2015.

Event description:
It was not possible to interrogate the subject device with rf telemetry head. Despite the several attempts to re-position the rf head, no position has been found to interrogate the device. Interrogating another device with the same rf telemetry head was successful. An investigation is required in order to state if it was an implant issue or not.

Manufacturer narrative:
(B)(4).

Event description:
It was not possible to interrogate the subject device with rf telemetry head.despite the several attempts to re-position the rf head, no position has been found to interrogate the device. Interrogating another device with the same rf telemetry head was successful. An investigation is required in order to state if it was an implant issue or not.

Manufacturer narrative:
(B)(4).

Event description:
It was not possible to interrogate the subject device with rf telemetry head. Despite the several attempts to re-position the rf head, no position has been found to interrogate the device. Interrogating another device with the same rf telemetry head was successful. An investigation is required in order to state if it was an implant issue or not.

Manufacturer narrative:
Preliminary analysis showed that rf environment was perturbed. Programmer software and rf head behaved correctly.

Event description:
It was not possible to interrogate the subject device with rf telemetry head. Despite the several attempts to re-position the rf head, no position has been found to interrogate the device. Interrogating another device with the same rf telemetry head was successful. An investigation is required in order to state if it was an implant issue or not.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
It was not possible to interrogate the subject device with rf telemetry head. Despite the several attempts to re-position the rf head, no position has been found to interrogate the device. Interrogating another device with the same rf telemetry head was successful. An investigation is required in order to state if it was an implant issue or not.